Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a broken cannula. Patient states that the cannula came all the way out of the applicator. The sensor was inserted on (B)(6) 2015, and the event occurred on (B)(6) 2015. No additional patient or event information is available.